Event description:
A surgeon reported that eleven months following bilateral intraocular lens (iol) implant surgery, a pt reports blurry vision, contrast sensitivity, halos, poor intermediate vision and poor color vision. A lasik procedure was performed three months following implant surgery. Posterior capsular opacification was noted four months postoperatively and a yag laser procedure was performed. The surgeon states the pt has excellent visual acuity without correction. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested and received. This report was mailed to FDA on: 10/17/08.